Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1. Per the initial report, home patient (hp) had a system error 2240 (air in the line). The technical service representative (tsr) determined that the hp connected the patient line extension after prime. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. The customer contacted global product surveillance on (B)(6) 2011. The hp stated that he was able to complete therapy with new supplies. The hp did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during fill1 was confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because the patient extension line was connected after priming was complete. The technical service representative (tsr) determined that the hp connected the patient line extension after prime. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The assignable cause for the reported problem was use error.